Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, the patient experienced a pericardial effusion due to a failed left ventricular (lv) lead catheterization. The implant procedure was abandoned and the lv lead was not implanted. The patient was stable following the procedure.